Manufacturer narrative:
The fse evaluated the device on site. It was determined that the therapy capacitor was defective. The therapy capacitor was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that device failed. Additional details have been requested. There was no patient involvement.